Event description:
During an unknown procedure, the 4-40 stud broke on the handpiece. No further information is available. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.